Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: pain + rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with an unknown 400cc high profile mentor gel implant experienced left sided breast pain and rupture post procedure. The patient went to the emergency room for the pain and computed tomography revealed rupture. As a result, an explant was performed on (B)(6) 2021.

Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the issues reported previously the patient reported having a lot of scar tissue holding the implant in place and blood pressure changes. The lot number, previously reported as unknown, was provided to mentor. The lot number is 5861803. The device is a 400cc mentor memorygel breast implant. When the device was explanted it was replaced with a 365cc natrelle inspira implant. A manufacturing record evaluation was performed for the finished device number 5861803, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).